Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2006. Revision of left knee components due to loosening.

Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of aseptic (non-infected) loosening, which damaged the bond of the implant to the bone. However, this cannot be confirmed as the devices were not available for evaluation, and no further details were provided.

Event description:
Index surgery: (B)(6) 2006. Revision of left knee components due to loosening.